Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was in the hospital for 5 days after the implant surgery because they had a 2x2 hematoma over the implantable neurostimulator (ins) near the incision. Specifically, the patient got a hematoma the day after implant, was saturated in blood, had trouble breathing, and had fullness under the diaphragm. It was also noted that the patient was bleeding into the tissue of the leg and across the buttocks. There was no evidence of infection and no treatment was prescribed. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.